Event description:
A review of service data detected a reportable event. Upon servicing monitor sn (B)(4), the monitor was unable to power on. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was found to have burnt traces and damaged components on the defibrillator board. The cause of the inability to power on was the burnt traces and damaged components. The burnt traces were caused by the damaged components. The root cause of the damaged components was able to be positively identified but is likely due to mechanical shock from physical impact. No adverse event resulted from the damaged traces. The last patient to use this monitor did not report any deficiencies.